Event description:
It was reported that the pt had a loss of therapeutic effect and a lack of stimulation sensation. There was no known incident. The last time the pt felt stimulation was in (B)(4), 2010. The pt met with her physician and had surgery to fix the issue. Details of the surgery were not reported. Additional information was requested.

Manufacturer narrative:
(B)(4).